Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported two cases of a posterior capsule cut, observed during laser assisted cataract surgeries. Reporter indicated the cuts occured in the horizontal cut plane and through the posterior capsule. Upon follow up, the reporter stated the surgeries were completed and the intraocular lens was placed in the bag. She was unable to provide patient identifiers.